Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to have a cracked plunger case, and missing battery. The device's event history log was reviewed for evidence of the reported problem, found ? Primary audible alarm bgnd" in the log. A power up/self-test and occlusion test were performed as a functional test. Upon testing, the reported problem couldn't be duplicated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed primary alarm error. No adverse patient effects were reported by the customer".